Event description:
Reportedly, a teo pacemaker could not be interrogated using the programmer. An orchestra plus was used instead and could interrogate the device.

Event description:
Reportedly, a teo pacemaker could not be interrogated using the programmer. An orchestra plus was used instead and could interrogate the device.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as several communication errors were observed when interrogating the device on 13 november 2023. - the observed issue most probably resulted from the associated dongle or telemetry head, which could have been incorrectly plugged or detected by the programmer. - based on available data, no malfunction can be suspected on the programmer modules.